Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that detachment on 4 sets in a row and tubing detached at quick release. No further information available.